Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic chole procedure, the devices are leaking, losing pneumo. There was no patient consequence. The case was completed with the devices. The devices were discarded.